Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Breakage of chs with trochanteric plate at connection area.